Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off and that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. As well as, an unspecified cartridge issue occurred while customer ¿was sleeping and it pulled the site out¿. Customer went to the emergency room (ER) with a blood glucose (bg) level of 750 mg/dl - "high" on the ER meter with high ketones. Customer attempted to address the elevated bg by a bolusing via the pump. Customer was treated by intravenous fluids of saline and insulin. There was no permanent damage. Multiple attempts were made by tandem technical support to gather additional information, however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.